Manufacturer narrative:
The pump alarmed for failed battery test due to faulty battery tube. The pump functioned properly after unplugging and plugging the battery tube connector. The motor error alarm was unable to be verified due to failed battery test. The motor was test outside of the device and passed. The pump was received with cracked vase at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of motor error, and off no power with their insulin pump. The customer states they receive low battery alert prior to off no power alert. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.